Manufacturer narrative:
(B)(4). One used set with no cap on spike and no cap on patient connector was received for evaluation. The set was open/closed sleeve several times with difficulty noted. Functionally, the set was hand tightened with a lab titanium adapter without difficulty and pressure tested underwater with no leak noted. The complaint was confirmed.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Event description:
A nurse reported to baxter that the twist clamp became hard to open or close during use, and after a broken spike was found on the transfer set. There was patient involvement, but no patient injury or medical intervention indicated at the time of this report.

Manufacturer narrative:
(B)(4). This complaint was confirmed since the returned clamp was judged by the manufacturing plant lab technician to qualitatively exhibit a significantly higher closing force than normal; however, the device did function. No root cause could be determined.